Manufacturer narrative:
Initial reporter information and patient identifier information cannot be provided due to the restriction by the japan privacy regulation. Japan medtronic personnel reported event to manufacturer on behalf of the customer. Device evaluated by MFR: medtronic received the suspect device/component from the customer, but the device has not yet been evaluated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that while in use on a patient, the ht70 ventilator suddenly shutdown while on external battery power source and the unit failed to continue delivering breaths to the patient. The patient was removed from the ventilator and was placed on an alternate ventilator without injury.

Manufacturer narrative:
Correction to section h6 evaluation code method, result, conclusion and component codes. H3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, the ht70 ventilator suddenly shutdown while on battery power and failed to continue delivering breaths to the patient. The device was available for evaluation. The service personnel (sp) inspected the unit and replaced the power pack battery. Sp also performed routine preventive maintenance. The unit passed all tests and calibrations as per manufacturer specifications at the time of service. One power pack battery was returned to medtronic for analysis. Visual inspection showed no anomalies. The returned battery was installed to the test unit and powered up. Analysis found battery indicator was red indicating the battery was not recognized and that unit was on backup battery power. Further analysis found broken metal trace between battery cells. During ventilation a faulty battery will lead to loss of power & ventilation if the unit ran using only the battery power. The cause of the event was isolated to a fault in battery. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.